Manufacturer narrative:
Unit had unresponsive buttons due to moisture damage on lcd board. Unable to perform operating currents, self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests due to unresponsive button. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tubelip.(B)(4).

Event description:
The customer reported via phone call that the insulin pump has fluid underneath the lcd display screen. Customer's blood glucose was 120mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.